Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d.9. Returned to mfg on: the device has not been returned. Additional, changed, and/or corrected data: d1, d4, h4, h6

Event description:
Patient reported against the right side "contacted to inform that possess silicone prosthesis and had contracture, and will have to replace, and wishes more information about how proceed." Healthcare professional later reported calcification and rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported against the right side "contacted to inform that possess silicone prosthesis and had contracture, and will have to replace, and wishes more information about how proceed." Device remains implanted.

Event description:
Healthcare professional later reported calcification and rupture.

Event description:
Later, physician reported "rare cystic images were evidenced, anechoic, with regular contours and without septum, the bigger localized at 12h, measuring 0.3 cm" and "bilateral mammary implants with anechoic content, globose form, with increase of antero-posterior diameter and augmentation of radial folds, more prominent at right breast (formatting echogenic on interior of right implant), which could represent capsular contracture." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: no observed. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: no observed. Calcification: no observed. Cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported against the right side "contacted to inform that possess silicone prosthesis and had contracture, and will have to replace, and wishes more information about how proceed." Device has been explanted.